Event description:
A report was received that a patient's leads were explanted due to an abscess at the epidural space. The patient complained of getting chills and pain at the insertion site. The physician treated the patient with antibiotics for possible infection. The patient remains hospitalized and receiving intravenous antibiotics for treatment and abscess.